Manufacturer narrative:
As noted in a literature publication, konig et al frequent embolization in peripheral angioplasty: detection with an embolism protection device (angioguard) and electron microscopy, cardiovasc intervent radiol (2003) 26:334¿339; indicate that filter clotting was recorded in four of five patients in group a (concentric stenosis) and two of four patients in group band c (chronic occlusion and calcified stenosis). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patient¿s vasculature. Without medical records or procedural films available for review, the reported filter clotting could not be confirmed and the exact cause could not be determined. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Per the instructions for use (IFU) ¿if distal perfusion of dye is significantly reduced or no dye is perfusing past the distal marker band of the filter basket, the angioguard rx emboli capture guidewire may have reached its maximum capacity to contain emboli. Remove and replace with a new angioguard rx system.¿ given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
König, c. W., pusich, b., tepe, g., wendel, h., hahn, u., schneider, w., . . . Duda, s. H. (2003). Frequent embolization in peripheral angioplasty: detection with an embolism protection device (angioguard) and electron microscopy. Cardiovascular and interventional radiology, 26(4), 334-339. Doi:10.1007/s00270-003-2656-3. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As noted in a literature publication, konig et al frequent embolization in peripheral angioplasty: detection with an embolism protection device (angioguard) and electron microscopy, cardiovasc intervent radiol (2003) 26:334¿339; indicate that filter clotting was recorded in four of five patients in group a (concentric stenosis) and two of four patients in group band c (chronic occlusion and calcified stenosis; fig.1).